Manufacturer narrative:
Low impedance on lead model 1646t/52 serial (B)(4) was previously reported on MDR 2017865-2013-06757.

Event description:
It was reported the asymptomatic patient presented to the operating room for device replacement procedure due to normal eri. Rv lead continued to show low impedance below normal limits. On (B)(6) 2017, during the device procedure the physician elected to cap and replace the right ventricular lead. The patient¿s condition was stable after the procedure.